Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed with the submitted log file. The log file captured no external power alarm event while the system was connected to the mobile power unit on (B)(6). According to the voltage values, there was a loss of power from the mobile power unit. The system continued to operate at the set speed value of 9,600 rpm during the events. Power was restored and the alarm cleared. To date, the mobile power unit (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate ii lvas IFU (section 7) and heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes no external power alarms. No external power alarm - 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Heartmate ii lvas IFU (section 2) and heartmate ii patient handbook (section 2), covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU and heartmate ii patient handbook both of cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on (B)(6) 2017. The device history record confirmed the mobile power unit was shipped with a v-lock ac power cord. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller alarmed for no external power on (B)(6) 2021. Technical services (ts) reviewed the log file and observed two no external power events on (B)(6) 2021 which were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no other interruption in pump support and the mcs equipment appeared to be operating as intended. The mpu is currently operational and does have a v-lock connector. It is unknown if the power cord came loose at the wall/outlet or from the back of the unit, but there was a confirmed loss of power to the home.